Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/09/2023. An investigation was conducted on 10/10/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. One of the collars of the extension cable was observed to be separated from the cable, exposing the inner wiring. The other collar was observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
Related to (B)(4). The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable broke at connector when being disconnected. New device. No harm to patient, or delays reported.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.